Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker previously had a 0.5 years remaining longevity with a magnet rate of 100 pulses per minute (ppm). During the recent device check, the device showed one year remaining longevity. No programming changes were made. Moreover, boston scientific technical services (ts) discussed how device calculates longevity and advised that the magnet rate was not at the indication for replacement. The patient will be checked in three months and will review calculation again. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated.

Event description:
Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.